Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient developed an infection at the ipg site. In turn, surgical intervention was undertaken wherein the ipg was explanted. The infection has since resolved and patient has been re-implanted.